Event description:
It was reported that increased capture threshold was observed on the right ventricular (rv) lead. An x-ray was performed and no anomalies were observed. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.